Manufacturer narrative:
This complaint is MDR reportable based on the established reporting precedence for the removal of the permanent evolution stent. The complaint information reported was as follows: patient required re-stenting of the esophagus and goj due to tumor in growth. On the (B)(6) 2014, an ev0-20-25-12.5-e was placed at the lower end of the esophagus and across the goj, deployment went well and into the target site. After all steps were completed for deploying an evolution stent the delivery system was then slowly removed, halfway through removal under x-ray, dr (B)(6) noticed the stent was moving up the patient with the delivery system. The stent was left in situ in the esophagus and not across the goj as desired. The stent couldn't be repositioned and the patient was sent home with no adverse affects. The device involved in the complaint was not available to be returned for evaluation. With the information provided a document based investigation was carried out. Information provided confirmed the lockwire was removed completely prior to removal of delivery system and the stent was fully expanded prior to removal of the delivery system. Input from engineering personnel indicated this complaint event may involve the stent crown not fully releasing from the delivery system following deployment. However, as the device was not returned this possible cause cannot be confirmed. There were no ev0-20-25-12.5-e device of lot c953073 in stock at the time of the investigation. A review of the manufacturing records for ev0-20-25-12.5-e of lot c953073 did not reveal any discrepancies that could have contributed to this issue. Prior to distribution evolution devices are subjected to a visual inspection and functional checks to ensure device integrity. As per the instructions for use this device is used to maintain patency of malignant esophageal strictures and/or to seal tracheoesophageal fistulas. The stent is not intended to be removed and is considered a permanent implant. Attempts to remove stent after placement may cause damage to esophageal mucosa. As per the instructions for use, the user is advised as follows: step 4 "confirm desired stent position fluoroscopically and deploy stent by removing the red safety guard from the handle. Step 5 continue deploying stent by squeezing trigger. Note. Each trigger squeeze will deploy stent by an equal amount. Step 10 when stent point of no return has been passed, pull safety wire out of delivery handle near wire guide port. Step 11 continue deploying stent by squeezing trigger. Step 12 after deployment, fluoroscopically confirm full stent expansion. Once full expansion is confirmed introduction system can be safely removed. From the information provided the patient did not experience any adverse effects due to this occurrence. The stent was left in situ in the esophagus the customer complaint was confirmed based on customer testimony. As the device was not available to be returned, the cause of the complaint could not be conclusively determined. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
Pt required re-stenting of the esophagus and goj due to tumor in growth. On the (B)(6)2014, an evo-20-25-12.5-e was placed at the lower end of the esophagus and across the goj, deployment went well and into the target site. After all steps were completed for deploying an evolution stent the delivery system was then slowly removed, half way through removal under x-ray, dr (B)(6) noticed the stent was moving up the pt with the delivery system. The stent was left in situ in the esophagus and not across the goj as desired. The stent couldn't be repositioned and the ot was sent home with no adverse affects.